Manufacturer narrative:
This report is submitted on may 07 2020.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection. It is unknown if the patient was reimplanted or if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2020.